Event description:
Patient presented with laxity in left knee. No other information obtainable due to patient confidentiality policy at hospital.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding instability involving a triathlon cs insert was reported. The event was not confirmed. Device evaluation not performed as product was not returned. DHR indicated that there have been no reported discrepancies for the referenced lot. There have been no reported similar events for the lot referenced. The exact cause of the event could not be determined. It was reported that the explanted insert was replaced with another cs insert of thickness one size up. Further information is needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Patient presented with laxity in left knee. No other information obtainable due to patient confidentiality policy at hospital.